Event description:
Patient was implanted (B)(6) 2022. On (B)(6) 2022 the patient had an episode of near syncope and arm numbness. The event resolved without intervention and no further episodes were observed.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.